Event description:
[Oral-b] brush heads came apart in mouth [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: consumer via phone stated that one of the brush heads came apart in mouth. No injury was reported. Follow-up: 08-dec-2025 - the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
09-dec-2025 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
[Oral-b] brush heads came apart in mouth [device breakage] case narrative: consumer via phone stated that one of the brush heads came apart in mouth. No injury was reported.